Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump could not be charged despite the attempt of multiple usb cables and wall adapters. The customer¿s was unsure of the charging issues impacted the customer's fluctuating blood glucose (bg) levels. Manual injections were used to address elevated bg level and the customer stated the low bg level was addressed "on their own". Reportedly the customer would continue to use the pump for insulin therapy.